Event description:
During an evaluation of a returned homechoice (hc) machine, there was one increased intra-peritoneal volume (iipv) event identified. This occurred in the therapy initiated on (B)(6) 2013, during the night drain cycle three. The home patient's (hp) ultrafiltration reading of 1211ml, which indicated that the hp drained 1211ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs. The cause of the reported issue was determined to be one or more cycle advances to the next fill when a slow / no flow occurred, above the minimum drain volume threshold. If additional relevant information becomes available, a follow up medwatch will be submitted.